Manufacturer narrative:
(B)(4). The patient remains on vad support. A correlation between the device and the reported embolic cerebrovascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with an embolic cerebral vascular accident during the first week of (B)(6) 2015 and was treated with tissue plasminogen activator. It reported that the patient has an ongoing deficit of expressive aphasia. The lvad was reportedly functioning as expected.